Event description:
It was reported that high impedance was observed on the atrial lead due to damage. The atrial lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
Additional information: the reported event of impedance increase and insulation abrasion was confirmed. Visual inspection found clavicular crush fracturing all the filars of the outer coil distal to the suture sleeve tie impression. The cause of the reported event of impedance increase was isolated to the clavicle crush.